Event description:
It was reported that the battery failed to charge on multiple chargers. No adverse event was reported.

Manufacturer narrative:
Reported complaint of could not charge the battery was not verified. The battery successfully charged, no discrepancies or issues were noticed with the battery. No adverse event reported.